Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Section h3- device evaluated by manufacturer- yes. Section h3- reason for non-evaluation- remove statement. Section h10- remove statement.